Manufacturer narrative:
(B)(4).the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unidentified spectrum pump failed to deliver the programmed amount during testing. A 100-ml of fluid was bolused at a rate of 800-ml/hr through a 24g IV catheter and only 80-ml was delivered. It was also reported that there was no patient involvement.